Manufacturer narrative:
This supplemental report is being created to include additional information received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The intended procedure was a therapeutic endoscopic retrograde cholangiopancreatography (ercp). The event occurred during the procedure. The procedure took significantly longer due to the patient's stridor (abnormal breathing) and difficult gastric transit with multifocal gastric bleeding. There was no relevant harm to the patient as the fallen cap was completely recovered from the throat and the stomach injuries were superficial. The procedure was completed successfully with the same device. The bleeding injury was multifocal in the stomach, self-limiting oozing bleeding, and was caused by the unprotected proximal part of the device. No treatment was necessary. The patient is ok and has no consequential or permanent damages.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the actual product has not been returned, a reproduction check was performed using a representative device (maj-2315/lot: h2831) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. During the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use." The parts supplier conducts sampling inspections of 3 parts for each production lot and confirms that the parts conform to the specifications each time. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be identified. However, the distal cover likely detached from the scope easily due to the following: 1. Chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack. This caused the distal cover to easily detach from the endoscope. 2. The attachment of the distal cover to the endoscope was insufficient. This caused the distal cover to easily detach from the endoscope. Furthermore, the tip of the scope, which was exposed when the distal cover detached, injured the patient¿s mucosal membrane, and caused the bleeding. The event can be detected/prevented by following the instructions for use (IFU) which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." "Attaching the distal cover - please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ ¿warning: 9.3 - continuing the examination with the distal cover off may cause patient injury by the uncovered distal end of the endoscope.¿ ¿chapter 5: troubleshooting." This supplemental report includes a correction to d4 (UDI) from the initial medwatch. Since the lot number is unknown, the UDI has been corrected to unknown. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h7 and h9 to include information that was inadvertently not included on the previous submissions.

Manufacturer narrative:
The device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that in two cases, the single use distal cover came off of the evis exera iii duodenovideoscope and fell into the patient and in one case, bleeding occurred. The caps were recovered in both cases. Additional procedural details have been requested but not yet provided. Related patient identifiers: (B)(6) single use distal cover (model: maj-2315; sn unknown); (B)(6) single use distal cover (model: maj-2315; sn unknown); (B)(6) evis exera iii duodenovideoscope (model: tjf-q190v; sn: (B)(6)). The bleeding event is captured under patient identifiers (B)(6).